Event description:
During patient use, the display showed 35% when the fio2 was set at 30%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No serious injury was reported in this case.